Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70 . Serial: (B)(6). Batch: 7073639.

Event description:
It was reported that spinal cord stimulation (scs) patient experienced inadequate pain reduction since being implanted. Therefore, the patient underwent a revision procedure under local anesthesia during which the lead was cut in order to place a new one, however, scarring and adhesions, as well as the patients advanced age led to the procedure being aborted. Additionally, the physician was unable to place a new lead effectively. The patient was admitted to the hospital and had not yet been discharged. The explanted lead and the new lead that was attempted to be positioned will not be returned as they were both discarded by the medical staff.